Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unknown), the device would not charge initially. After add'l attempts, the device charged but would not discharge. The clinician was able to obtain another device and shock the pt (number of shocks and energy level unknown). The complainant did not if there was any adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the clinicians do not recall seeing any error messages on the display. Additionally, the complainant indicated that they did not think that the electrodes were at fault during the event, stating that the same electrodes were used "in different devices and worked fine". However, the electrodes used during the event are unavailable for evaluation by zoll. The reported malfunction was unable to be duplicated by the facility's biomed department.